Event description:
Additionally, the healthcare professional reported injecting the patient in the marionette lines and inferior lips with 0.3 cc of juvéderm® volift¿ with lidocaine each. The event was reported to have occurred 6 months post-injection at the marionette lines and right lip. The patient was treated with topical arnica and treated with ciprofloxacin 500 mg each 12 hours + deflazacort 30 mg (increasing pattern: 10mg-10mg-15mg-15mg-20mg-20mg-30-30 mg, keeping during one week 30 mg and then decreasing pattern). The induration was noted as "improved, it does not hurt and is not very touchable but it persists nowadays. Also monitoring blood glucose."

Manufacturer narrative:
Continued d.11. Concomitant therapies: mefformina 850 mg, alopurinol 100 mg, omeprazol 20 mg., atorvastatina 80 mg.

Event description:
Healthcare professional reported injecting a patient in the lip and perioral area with juvéderm® volift¿ with lidocaine. Five months later, the patient noted a ¿late inflammatory nodule¿ but did not seek treatment. The following month, the patient returned to consult with the injector due to ¿induration¿ in the lower right lip and commissure area/marionette lines on the same side. On palpation, the ¿induration¿ of the injection site was ¿painful to the touch.¿ a ¿significant hematoma¿ appeared at the injection site that resolved after 15 days. The event is ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.